Event description:
The hcp reported that the pump was explanted and replaced due to battery depletion after an implant duration of 82 months. No patient symptoms or complications were reported.

Manufacturer narrative:
Final device analysis reveals eol >35 months implant-no flow testing. Catheter access port lifted from the pump but still firmly attached; pump passed flow test with this catheter access port left in place just as it was received.